Manufacturer narrative:
There are no reports or indications of any failure or malfunction of the nalu system or any of its components. It appears that the location chosen to place the ipg did not provide sufficient stability for the external components, leading to the connectivity issues reported.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator (pns) system on (B)(6) 2023 to target the saphenous nerve in the left lower extremity. The patient was then implanted on (B)(6) 2024 with a second nalu pns system in the same left lower extremity but targeting the superior genicular nerve. After the second implant, the patient moved to a different medical practice and was no longer being seen by the implanting physician. The patient reported to the new physician that the superior genicular system was displaying inconsistent connectivity between the implantable pulse generator (ipg) and the external therapy discs. Evaluation found that the ipg had been implanted in the medial thigh area and when the patient moved between sitting and standing positions the tissue would shift and cause the external devices to also shift and lose connection with the ipg. On (B)(6) 2025 the ipg was removed and a new ipg was placed in the anterior thigh area. The leads were left in place and reconnected to the new ipg.